Event description:
A consumer reported having blurry vision after implantation of an intraocular lens (iol). Pt has a scheduled post-op exam and plans to be fitted for spectacles/contact lens at that time. Additional info has been requested from the implanting surgeon.